Manufacturer narrative:
UDI: unknown since the batch/lot number was not provided an event of an "amplatzer septal occluder (aso) off label implant" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, per the instructions for use, the safety and effectiveness of this device for cardiac uses (e.g., patent ductus arteriosus, paravalvular leak closures) and neurological uses have not been established.

Event description:
On (B)(6) 2017, an amplatzer septal occluder (aso) (model and batch/lot number unknown) was implanted off label in a left ventricular pseudoaneurysm. On (B)(6) 2017, the aso was attempted to be removed with a snare emergently as the right disc was impinging on the prosthetic mechanical mitral valve and causing the leaflets to stay in the closed position. The patient arrested and required CPR. The aso was surgically removed and the pseudoaneurysm was surgically closed. As of (B)(6) 2017, the patient remained hospitalized and was to undergo an MRI for neurological assessment. Patient identifier, age, weight, and gender are not available due to privacy laws.